Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
User facility medwatch report received that states: "during a stent procedure, 1 mm of the guide wire tip broke off. The physician secured the wire tip by using a stent to jail the wire tip into the vessel wall. The patient's coronary arteries are not tortuous. The tip of the wire got caught in the middle of the stent on a strut. No information regarding the stent is available. No patient harm: no additional procedure/treatment required related to this event."